Event description:
It was reported that the patient underwent generator explant on (B)(6) 2011. The hospital discards explanted devices, so the generator cannot be returned to manufacturer for analysis.

Event description:
It was reported that the patient was seen by a surgeon for explant of the vns due to the patient experiencing more seizures since implantation of vns. No surgery has occurred to date. Attempts for further information have been unsuccessful to date.